Event description:
The doctor reports that both screws located in dental positions 31 and 43 fractured through the body. The procedure was not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d10. Concomitant medical products ilrght, certain titanium large hexed screw lot 1257566 e1: reporter name unknown / not provided g4: premarket identification k072642.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3. Manufacturer email address. G1. Contact office name and email address. G1. Contact office - manufacturer site - email address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilrght, (certain titanium large hexed screw) for evaluation. Visual evaluation was performed; the screw was fractured at the threads. Threaded piece was returned. DHR review was completed for the subject lot number 1257566. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257566 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The screw was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.